Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the referenced device was being reprocessed at the end of the day by being placed in an aer, however it was unclear if the tubing was being connected to any flushing ports on the aer. The user facility claimed that they had not been trained on how to reprocess the device. An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate use of the device. The maj-1608 instructions for use state: "warning: the maj-1608 is a single daily use, disposable item. Do no reuse the next day or attempt to resterilize it. Reusing the maj-1608 could pose an infection control risk." The device is also labeled not to be resterilized. No products were returned to olympus for eval. If additional and significant info becomes available at a later time, then this report will be supplemented. This report appears to be a case of user error. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the referenced device was being reprocessed in an automatic endoscope reprocessor (aer) at the end of the day. There was no report of pt infection and cross contamination.